Event description:
It was reported that a patient experienced elevated blood glucose levels and removed the infusion set and observed a kinked cannula. The patient replaced the full set including cannula, tubing, and cassette. There was patient involvement, but no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.